Manufacturer narrative:
It was reported that following insertion the patient underwent reconstructive surgery on (B)(6) 2009 due to pelvic organ prolapse, enterocele, vaginal vault prolapse, and rectocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to exposure of vaginal mesh. (B)(4).

Event description:
(B)(6) received an e-mail from the ethicon risk manager stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and ams-elevate was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.